Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be (B)(6). (B)(4) upon investigation, it was noted that there was a kink in the control wire near the handle. It was also noted that the tabs were open and one of the prongs were missing. The clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The clip/prong could not be opened/closed, because the clip assembly was detached from the bushing. Taking into consideration the thorough evaluation, this investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a resolution clip device was used during a procedure for hemostasis in the colon. According to the complainant, the clip had come off the device already, when the physician tried to stop the bleeding within the colon. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Premature deployment of a resolution clip is not considered a reportable event. On (B)(6) 2010, the investigation results found one of the clip prongs to be detached/missing. This type of report is considered a reportable event.